Manufacturer narrative:
(B)(4). Foreign: (B)(6). Concomitant medical products: nexgen rhk tibia cat#: unk, lot#: unk, nexgen rhk bearing cat#: unk, lot#: unk. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 00218, 0001822565 - 2018 - 00219, 0001822565 - 2018 - 00220. Product location is unknown.

Event description:
It was reported that after initial knee arthroplasty procedures that 11 patients were revised due to unknown reasons.

Manufacturer narrative:
Upon reassessment of the reported event, this event will be reported under bridgend's MFR 3002806535 number as no warsaw product is involved with this event.